Event description:
Cellulitis [cellulitis]. Undissolved absorbable gelatin [device issue]. Case description: this is a spontaneous report from a contactable physician received via a pfizer sales rep. A (B)(6) female pt of an unk race, a nurse, received absorbable gelatin (gelfoam), sponge class iii device, placed in the left breast cavity on (B)(6) 2010 after breast lumpectomy for breast cancer. Relevant medical history included left breast cancer with no new recurrence, previous right breast cancer and radiation to both breasts. There was no relevant drug history or relevant family history. Drug allergies were not specified. Concomitant medications were not reported. Approx two months (in (B)(6) 2011) post breast lumpectomy, the pt developed cellulitis (previously reported as left breast abscess and cellulitis). The physician indicated that there were no complications during surgery. Medical records was not available at the time of the report but indicated that the absorbable gelatin was applied into the breast cavity during the lumpectomy procedure. The event cellulitis was initially treated with oral antibiotics. Approx 4 months post-operatively following the lumpectomy, she was admitted to the hospital for recurrence of cellulitis, treated with unspecified intravenous antibiotics which improved within three to five days and was subsequently discharged from the hospital. Physician confirmed that the pt underwent incision and drainage due to failure of medical management, but no evidence of abscess was found. Wound culture was negative. One month after being discharged from the hospital (in (B)(6) 2011), the pt underwent wound exploration due to recurrent cellulitis. During the procedure it was noticed that absorbable gelatin was well preserved and did not dissolve. Approx about 30-50% of the absorbable gelatin that was originally applied was still intact. Gelfoam was subsequently removed and the specimen was sent for pathological eval. Gross pathological examination revealed necrotic breast tissue and undissolved absorbable gelatin. As per reporter, "according to the package insert gelfoam should dissolve within 4 to 5 weeks of application". It was reported that absorbable gelatin was permanently withdrawn. The event cellulitis resolved following removal of gelfoam within two weeks post wound exploration. The physician reported that the pt recovered "after (B)(6) 2011". Currently the pt is active and doing well. The reporting physician was not sure if there was record of absorbable gelatin after it was sent to pathology; therefore he was not sure if a specimen of the same could be sent for further investigation. The lot number and expiration were not available at the time of this report. On further clarification from the physician, it was believed that there was a reasonable possibility that the events were related to suspect product, absorbable gelatin as the event resolved after absorbable gelatin was removed following surgical exploration of the wound. Additional info has been requested and will be provided as it becomes available. F/u ((B)(6) 2011): f/u attempts completed. No further info expected. F/u ((B)(6) 2011): new info received from a contactable physician includes: drug data, history, additional event, reaction data, treatment, lab data, and event outcome. F/u ((B)(6) 2011): f/u attempts completed. No further info expected. F/u ((B)(6) 2011): new info reported from a contactable physician (surgeon) includes: pt data, drug data, reaction data, treatment data, outcome, causality and seriousness. Case comment: a possible contributory role of absorbable gelatin (gelfoam), sponge to the event cellulitis cannot be completely excluded due to a temporal relationship of application of gelfoam and resolution of the event on removal of gelfoam from the breast cavity. However, this case will be reassessed when additional info becomes available. Based on the info provided in the case, this individual report would not seem to modify the risk-benefit profile of the subject device.